Event description:
Related manufacturer reference number: 3006705815-2024-01024. It was reported patient underwent surgical intervention on (B)(6) 2024 during which one lead was explanted and replaced and the other lead was left at the previous position. Therapy was restored in recovery.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01024. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient¿s lead was replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.